Event description:
This report involves the amsorb co2 filter on two of our anesthesia machines. The part that monitors the co2 levels indicated that the inspired co2 was increasing during a surgery. Biomed discovered after investigating that the problem was the ambsorb container. (This product turns from white to violet when used, but in this case the product was still white.) Biomed looked at the canisters on all the machines and found one other failure where the device was not working as intended. The biomed tech noted that the two malfunctioning canisters had the same lot number. All products with that lot number at our facility were pulled off the shelf. The company has been contacted and they will be receiving the malfunctioning canisters for investigation.====================== manufacturer response for carbon dioxide absorbent, amsorb plus======================they will be testing the device